Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated as there was no exact issue reported. The pump was found to fail flow accuracy testing due to over delivery. The ehl was reviewed with no problems found. After investigation the results indicated a reportable malfunction due to the over delivery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative trimmed the expulsor.

Event description:
It was reported that the device is for repair. The customer returned the product for repair, and during function testing it was found that the pump was over delivering. There was unknown patient involvement, and unknown signs or symptoms experienced.